Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a hysterectomy and sling procedure seven years ago. The patient developed a very serious infection and a rectocele after surgery. The patient reports that she has other health problems too. Additional information was requested.